Manufacturer narrative:
This report is submitted on september 13, 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to dizziness with electrical stimulation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 13, 2021.